Manufacturer narrative:
Hospital contact number: (B)(6). Device history record review: manufacturing date: march 19, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no scrap, non-conformances, or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of all sub-assembly device history records showed that they also were processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. Each sub-assembly met all dimensional and visual criteria at the time of release with no issues documented during their manufacture that would contribute to the complaint condition. A review of all raw material device history records showed conformity with all requirements at the time of acceptance with no anomalies noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one of the lower clamps of part 04.633.317.2 was received in a condition split open from the internal threads (through the hook feature). Due to the damages noted, some features and functions related to the complaint could not be confirmed. All features and functions that could be confirmed were found to be conforming to specifications. In some cases, the specifications were still met despite the damages identified. There are no manufacturing or assembly operations and/or tests that could have resulted in the damage noted; therefore, it must be concluded that the noted damage occurred post-manufacturing/assembly operations. No manufacturing related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient ID, dob & weigh not available for reporting. Date of event: unknown. Additional product codes: mnh mni kwq kwp. Device not implanted or explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery for ais (adolescent idiopathic scoliosis) on (B)(6) 2016., the surgeon had difficulty implanting. He found that the reported transconnector was deformed and tried to use a bigger sized transconnector. However, the sized transconnector did not fit in the patient. The surgeon completed the surgery without using transconnector. The surgery was extended for 15 minutes with no patient harm reported. This complaint involves 1 part. This report is 1 of for (B)(4).